Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation observed the device to deliver within specification during flow rate testing. The device was determined to meet all product specifications related to the reported event. The failed flow rate testing was not verified. Should additional relevant information become available, a supplemental report will be submitted.